Manufacturer narrative:
Unable to prime insulin pump during prime test due to faulty force sensor. The drive support was inspected and no anomaly was noted. Insulin pump received with cracked case on display window corners. Insulin pump received with a minor scratch on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the patient was experiencing high bgs, nausea, headache and stomach aches. The caller felt that the pump was not working properly. Troubleshooting was performed, and the pump had a protruded drive support cap. It was stated that the patient did not press on the cap at any time, while connected to the infusion set. Advised the caller that the pump would be replaced. Nothing further was reported.